Manufacturer narrative:
The reported events of high pacing lead impedance and high pacing threshold were not be confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found that the insulation was abraded at 11.0cm to 12.7cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance and high capture threshold. The lead was explanted and replaced. The patient was in stable condition.